Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and that our of range issues occurred between the transmitter and pump for an unspecified amount of time. Additionally, it was reported that the wake button " is stuck and unresponsive daily." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.